Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing mole which the lifevest rubbed against causing a sore. The patient's nurse recommended placing a band-aid over the mole to allow it to heal. The distributor provided a larger garment size to aid in the comfort. Follow up indicated that the sore was still present but the larger garments allowed the patient to be more comfortable. The final medical outcome is unknown.